Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the right ventricular (rv) lead high voltage coil. The rv coil was suspect of a fracture. The alert window was reprogrammed. The physician will have a discussion with the patient about future lead revision and surgery. The lead remains in use. No patient complications have been reported as a result of this event.